Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to turn on normally and would shut down sometimes. Sensing failure was also noted as well as analyzer malfunction. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to duplicate the reported intermittent shut down issue or sensing failure; programmer functioned as required when paired with a known good analyzer. It was noted the ECG (electrocardiogram) cable leads were not fully seated. Programmer had a long boot up time and there was an old record of a slow boot in the programmer error logs. Power cord door had a broken tab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.